Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained did not allow us to identify the foreign object. ·we confirmed that a red foreign object was attached to the tip (see attached photo). ·as a result of the component analysis using ir and edx, characteristic elements and peaks similar to proteins (possibly derived from humans or drugs) were observed. The information obtained did not allow us to identify the cause of the foreign object remaining. ·after checking the cds checklist ((B)(6)) obtained, the following questions were unclear, but no deviations from the IFU were found. Is there a delay in starting pre-washing? Was water supplied to the auxiliary water channel? Was liquid supplied to the auxiliary water channel? Review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material at distal end. There was no patient involvement.